Event description:
It was reported that the patient's pacemaker sustained a stretched helix during implant procedure. The procedure was completed using an alternate device on (B)(6) 2024. There were no patient consequences.